Event description:
Patient was having a laparoscopic cholecystectomy. Patient became unstable, the surgeon and anesthesia tried trouble-shooting and were unable to determine the cause, so the surgeon performed a laparotomy. It became apparent that there was bleeding in the peritoneum. Additional help was provided. After some time it was determined that the cause of the blood was the right iliac artery. The trocar that was used to enter the patient's abdominal cavity, the blade didn't retract as it was supposed to. After much intervention, the patient's condition stabilized, and the patient was transported to the neuro shock trauma unit (nstcu). The next day, the doctor reported that patient is stable in nstcu. However, he reported a device failure which caused harm to his patient. Unfortunately the or did not save the actual (trocar) device. The packaging, however, was kept.